Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided which indicated an approved cartridge was used; however, an unapproved viscoelastic was used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt experienced blurry vision at near. The iol was exchanged three months later for another lens model. The surgeon indicated the use of an incorrect viscoelastic during the implant procedure.